Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a flashing screen, screen was not working and insulin pump was vibrating. Customer was not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller and cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify audio/vibrate anomaly or missing segments/partial display due to display anomaly. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.